Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded, and the device was bloody. Analysis of the tip, balloon, markerbands, inner/outer shaft included microscopic and visual inspection. Inspection revealed a pinhole in the balloon material that was located 1mm distal of the distal markerband. Inspection of the rest of the rest of the device found no other damage or defect.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.